Event description:
It was reported that the hook tip of the instrument broke off during a shoulder cuff repair. Surgeon realized the tip was missing once he retrieved the instrument from the pt. The tip remains in the pt. No further pt info is available and no add'l adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The device eval confirmed the tip had broken. Device history record revealed nothing relevant to this event. This device is designed to withstand forces up to 10 lbs, and when used as intended, should never see forces in excess of design parameters. This event was attributed to misuse.